Manufacturer narrative:
The patient outcome is well as patient recovered and no suture was required. Corrected data: in the initial report the device manufacturing date provided was incorrect. The correct date of manufacture as provided by the manufacturing site is 09/2017. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event is unknown as it was not provided initial reporter's telephone: (B)(6). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s operative eye.